Event description:
Information received indicates the bed has a high ground resistance due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.